Event description:
It was reported that the device was not quite right. It was noted that the device did not go up to the back and they did not like the pulsation and wanted it not so sharp. It was noted that the patient stated that they needed stimulation in the feet and not in the bottom of the back. It was noted that this started a couple months ago and it was not running right. It was noted that the patient had met with the manufacturer representative before in the past to make adjustments. Additional information received reported that the patient still had concerns with their device or therapy but was working with their health care professional or manufacturer representative and had an appointment 2014-(B)(6). Additional information received reported the patient received shocking because they did not remember to turn down channel two when lying down and they were only adjusting channel one. It was noted that impedances were checked and they were within normal limits. It was further noted the patient was reprogrammed and reeducated. The reporter stated the patient was getting better therapy and they agreed to use the system more consistently.

Manufacturer narrative:
Concomitant: product ID 39565-65, serial# (B)(4), implanted: 2012-(B)(6), product type lead. Product ID 37754, serial# (B)(4), product type recharger, product ID 37744, serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer implanted with a neurostimulator for spinal pain and failed back surgery syndrome reported since implant they hardly ever used their stimulator because it didn¿t help until after two adjustments by the manufacturer¿s representatives (reps). During these adjustments the rep. Increased the intensity and tried something new, so it was finally working for their severe nerve damage which caused bad burning which is what they were implanted for but due to this the consumer had to recharge every day. The consumer additionally reported they still had pain because of four levels of a fused spine due to degenerative disc disease (a condition prior to implant) but the intense burning to where she wanted to shoot herself, was gone.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from consumer. It was clarified that patient has to recharge every day due to increase to higher settings, change in therapy settings and program changed. No further complications were reported as a result of this event.